Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco hypodermic needle-pro needle became loose and remain in the patient's arm after vaccination. It was noted that the needle must be removed from there separately. No permanent injury was reported. See MFR: 3012307300-2016-00663.